Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0, h6: multiple fdd/annex a codes were reported. A1102 was coded for the error code 64 message. A110201 was coded for the system rebooting itself. A110208 was coded for the navigation system screen going unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a t2-l4 sacroiliac and thoracolumbar procedure. It was reported that during the case the system rebooted itself. The manufacturer representative noted that the surgeon wanted to use two scans for the procedure, so the first scan was taken and the hardware was implanted. As they were bringing the imaging system back into the room, the navigation system screen went unresponsive on the navigation task with the first exam open, an error 64 message appeared and the system rebooted. Once the system turned back on, they were able to setup and take the second imaging system scan to complete the case and the system had no additional issues. There was no surgical delay and there was no reported impact to patient outcome.

Manufacturer narrative:
The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. There were 2 application session logs present of the issue date. Logs captured site did autoregistration with o-arm and went till navigation task. 3 successful spins were taken from the o-arm. Logs did not capture any segfault, core file, database failures, gpu crash or any other abnormalities which could cause system unresponsive or error64. There was no evidence of error 64 and system unresponsiveness from logs. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.